Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (250-400 mg/dl) and the cause was not known. Insulin injections were administered to address the bg level. The customer reverted to using insulin injections and the bg was currently "okay". The customer was to resume pump therapy on the day of the report.